Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator failed the electrical safety test during a preventative maintenance (pm) service event. The device was not in clinical use. There was no report of harm of patient, nor user. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The bme requested the part number for the alternating current (ac) inlet for repair. The bme reported the issue was identified by performing test 1 from the v60 service manual. The bme confirmed replacement of the ac inlet resolved the issue. The device will be returned to service once the pm service is completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.